Manufacturer narrative:
Batch review performed on 9 decemeber 2025. Gmk-spherika 02.07.1203r tibial tray fix cemented s.3r (k090988) lot 2509285: (B)(4) items manufactured and released on 16-jun-2025. Expiration date: 22-jun-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the investigation does not indicate any potential manufacturing related issue.

Event description:
At about 1 month from the primary, the patient came in due to pain as the result of a periprosthetic fracture of the proximal tibia and the cause is unknown. The surgeon removed the tibial tray, insert, and extension stem and implanted a insert, tibial tray, extension stem, and tibial augmented screws. The surgery was completed successfully.